Manufacturer narrative:
A ge service representative performed an on site investigation. Multiple system pcb assembly connections were evaluated and reseated. The cine software was evaluated and upgraded as part of the service event . The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall cine patient image data. No patient serious injury or death was reported related to this event.